Event description:
It was reported that the patient experienced a cross over of the cylinders of this inflatable penile prosthesis (ipp). The right cylinder was cross over to left corporal at the glads. The device still remains in service and a revision procedure has been scheduled.